Event description:
It was reported that an ilet user received multiple occlusion alerts during and after a supply change, a restart alert of unknown code, and experienced hyperglycemia with glucose readings around the low 300s; supply changes with new components, site rotation, and fill-tubing tests showed visible drops and delivery resumed after guidance, indicating a mechanical problem related to supplies. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with an insulin occlusion alert, with successful dry run indicating an issue with infusion supplies rather than the pump. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.